Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the device was being used to drain an abdominal abscess and the locking hub detached from the catheter. The hub broke 2 to 3 days after placement and it was only connected to the tubing by the string. A new drainage catheter was opened and used to complete the procedure. The patient outcome is unknown, but there were no reported adverse effects to the patient.